Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's mom contacted animas on (B)(6) 2010 to report that the pt was treated for hypoglycemia at the hospital on (B)(6) 2010. On the day of the hospital visit, the pt reportedly had bolused with the pump at 7:30pm for a pretzel (5.7 units, no blood glucose test) and 8pm for dinner (7.3 units, 136 mg/dl blood glucose test). At 9pm the same day, the pt's blood glucose dropped to 35 mg/dl. The pt received treatment for hypoglycemia at the hospital and was sent home the same day. The pt's mom did not have the pump at the time of the call to troubleshoot the pump. The pt's mom stated she believes that the pt may have miscalculated the carbohydrates. After 2 failed attempts to reach the pt's mom for follow-up, the animas representative was able to reach the pt's mom on (B)(6) 2010 to troubleshoot the pump. The animas representative discovered that the pump's date setting was incorrect but the time was correct: the pump's date setting was (B)(6) 2010 at the time of the follow-up call. The incorrect date setting does not impact the basal settings that have been programmed into the pump settings. The pt's mom confirmed that the basal settings were correct and there were no alarms on (B)(6) 2010. There was no indication that the pump malfunctioned; however, this complaint is being reported because the pt reportedly received treatment at the hospital for hypoglycemia after taking bolusing with the pump.